Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red and pink irritation around the device. The patient was given an antibiotic powder prescription from her physician. The irritation improved after using the prescribed antibiotic powder.